Event description:
The customer reported that the sys displayed a check sum error message and the boot up process was terminated. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram card was replaced. The boost dose rate was set. The sys was tested and found to be working as intended and put back into svc.